Manufacturer narrative:
(B)(4). Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient got inappropriate shocks due to lead dislodgement. Lead was explanted. Patient's condition was stable.